Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low leakage. The device was not in patient use. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. The device's air inlet foam filter was replaced due to preventive maintenance. In addition of the above evaluation, a blower assembly was defective, blower bellow was contaminated, in-line filter was damaged blower mounts are damaged, fio2 tubing was contaminated, low flow o2 tube was contaminated, and muffler assembly was contaminated, which was not related to the malfunction/issue.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator was alarming for low leakage. The device was not in patient use. The device has been returned to the third-party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third-party service center's investigation is complete.